Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, delamination. A leak test was performed and found an opening on diaphragm valve. A microscopic analysis was performed which identified a delamination in the diaphragm valve and opening in the anterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A opening striated in the anterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.